Event description:
Boston scientific crm received information that this device delivered multiple shocks to the patient. It was unknown if these shocks were inappropriate. The device then provided additional shocks as the patient was being transported via ambulance to the emergency room (ER). The patient was externally defibrillated once in the ambulance and again in the ER. Approximately one month later, the patient reported that an invasive surgical procedure was performed to remove scar tissue in an unknown heart related location. The patient reported that the device shocked multiple times as a result of lead placement in scar tissue. The patient requested to have tachy therapy programmed off. The pacemaker portion of the device remains active. The patient was scheduled for a follow up appointment to discuss the latitude home monitoring system. The local area sales representative was contacted, however, provided no additional information. The device was later explanted electively. The patient retained the device and the device was not returned for reliability analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.